Event description:
Clinic notes dated (B)(6) 2013 were received on (B)(4) 2013. The notes indicated that the patient has not had any episodes concerning for seizures even after a medication change to generic lamictal. The patient had his last seizure on (B)(6) 2012 but has had some minor worsening in seizure frequency. The patient did not report any medication-related side effects. The patient¿s device was interrogated, and a magnet mode diagnostic was within normal limits. The device reportedly had approximately 25% of battery remaining. The patient experienced moderate pain in the neck with magnet swipes. An implant card indicated that the patient underwent generator revision on (B)(6) 2013 due to neos=yes. The explanted product is not expected for return per hospital policy.

Event description:
Follow-up with the physician showed that the patient actually did not experience an increase in seizures: this was miswritten in the notes. The patient underwent generator revision due to end of service.